Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 8 mg/dl. Reportedly the pump's settings were entered incorrectly. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.